Manufacturer narrative:
(B)(6). Batch # l90570. Additional information was requested and the following was obtained: the har23 cannot give an error code five and does not work on a gen04. What generator was used? Please confirm what product was being used? The error content or code was confirmed unknown. The device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. There were no alert screens displayed at any time during testing. The device eeprom confirms an alert screen was displayed. However it could not be duplicated during our testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there was a solid tone with error code five. Another like device was used to complete the procedure. There were no adverse consequences for the patient.